Event description:
Customer reports that, he obtained a result of lo without applying blood to the strip. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.